Event description:
Leaked from seam above spike site on bag. Does not leak (rptr is unable to force the bags to leak) while still in pharmacy. Begins leaking after hung on pt. This is one of 4 similar bags inspected in 2 weeks all with same problem. Also possible seam leak.